Event description:
It was reported that, while wearing a holter monitor, an episode of arrhythmia was noted on the holter monitor. The physician suspected the arrhythmia was due to loss of capture on the device. Abbott technical support was contacted, device session records were analyzed, and the loss of capture was suspected to be due to the temporary programmed parameters during the capture threshold testing. The device was reprogrammed to resolve the event. The patient was in stable condition.